Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had taken the pump off and wasn't aware for 3-4 hours and when reporter bolused using the meter pump delivered but patient received no insulin. Patient has a blood glucose of 588mg/dl and no symptoms. Customer support (cs) verified several times that patient was not connected when reporter delivered the dose, and considered the bg excursion related to the user error of bolusing while not attached to the pump. This complaint is being reported due to the use error and subsequent hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.